Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, and experienced diabetic ketoacidosis (dka) while wearing the pod between 5 and 24 hours on the abdomen. Insulin was noticed to be leaking out. The pod was removed, at the doctor's office, the cannula had dislodged from the infusion site and was bent. The patient applied a new pod as treatment.